Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-5274-932, stealth 32 needle lap elec pkg, was used during a laparoscopic adnexal resection procedure when it was reported that "the insulation part of electrode was peeled and dropped off into the patient body. It fell into the surgical field and was retrieved with grasping forceps.¿ there is no delay in surgery. Further assessment questioning found that there was ¿no extended stay reported for the patient'. The date of this event is unknown. The procedure was completed and there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review could not be performed since a lot number was not provided. A review of the DHR could not be performed since a lot number was not provided. (B)(4). Do not use if damage is found this issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-5274-932, stealth 32 needle lap elec pkg, was used during a laparoscopic adnexal resection procedure when it was reported that "the insulation part of electrode was peeled and dropped off into the patient body. It fell into the surgical field and was retrieved with grasping forceps.¿ there is no delay in surgery. The date of this event is unknown. Further assessment questioning found that the procedure was completed and there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.